Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch had unspecified issues with the lighting of the touch screen. Customer's blood glucose was 100 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
Additional information was received stating that the backlight of the pump touch screen was in working condition. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.